Event description:
The spouse of the customer called to report that the customer has passed away, in a hospital. The cause of death was leukemia. Prior to passing, the customer had been hospitalized for three weeks. The caller stated that the customer did not have any diabetic complications. The customer's blood glucose, at the time of death, was 275 mg/dl. Since the customer was receiving chemo therapy, the doctor wanted the customer to be on intravenous drops of insulin. The customer had fever after chemo therapy, so the insulin pump was removed and the customer was placed on insulin drips. The customer was not wearing the insulin pump at the time of death and had been disconnected for two weeks. The customer was not using sensors. The caller declined returning the insulin pump at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.